Event description:
During a cardiac resuscitation on a patient that was apneic, an orotracheal intubation was attempted via use of the mcgrath mac video laryngoscope three times. During all three attempts, the scope powered off losing the video capabilities as well as the light on the blade thus causing the intubation attempt to secure an airway to fail. The serial number of said mcgrath mac video laryngoscope is (B)(4). The patient's airway was ultimately secured via a bls method. The blade would power off the video screen as well as the light. This power off occurred 5 times out of 13 intubation attempts during the in house testing. FDA safety report ID # (B)(4).